Event description:
On or around (B)(6) 2010, the plaintiff was implanted with an ams monarc sling to, "correct her pelvic pain, cystocele and stress urinary incontinence." It was alleged that complications arose after the plaintiff was discharged and that the, "plaintiff's sling was protruding out of her vagina and she will need a corrective surgery." It was also indicated by the plaintiff's attorney that the plaintiff, "has suffered injury, including but not limited to, vaginal pressure and pain, vaginal prolapse, urinary tract and vaginal infections, chronic cystitis, sui, dyspareunia as well as granulation of tissue and mesh exposure and erosion." It was also alleged that the plaintiff has, "sustained severe and permanent personal injuries and damages."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.